Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory channel printed circuit board (pcb) was replaced and returned for investigation. Our investigation revealed that when the returned expiratory channel pcb was connected to a test ventilator, alarm was generated indicating expiratory cassette exchange and failed several tests including the reported internal leakage test during pre-use check. No root cause has been determined however the issue is being monitored for future trends. In case a trend is identified the issue will be addressed to our research and development department for further investigation. We have concluded that there was a random component failure with expiratory channel pcb. No device logs have been received. The root cause could not be determined.